Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a transmitter battery issue occurred. It was indicated, the patient started their transmitter past the "use by date", which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; d4: serial no: correction; d4: lot no: correction; d4: expiration date: correction; h2: type of follow up: correction; h4: device mfg date: correction; h6: type of investigation: correction; h6: investigation conclusion: correction.